Event description:
The hospital reported that, at least two times during the procedure, the computer shut down and went into a re-booting phase. They re-entered their log in and password to complete exam.